Event description:
Had breast implants put in 2003 and replaced in 2004 due to capsular contracture. Mcghan smooth saline implants. I appeared ok with the exception of the inability to take deep breaths (attributed it to asthma, even though it was not wheezing) until 2010. Over time began to get weaker, pain, vision changes, signs of autoimmune illness but unable to put a diagnosis on it (digestive issues, rheumatoid issues that were very painful, weight loss, muscle atrophy¿felt like I was dying. Got strong enough to explant and barely so. After explant in (B)(6) 2016, much improvements but not 100% . I unfortunately was unable to have them remove encbloc which removes the toxic capsule as well, so that remains in me and I will likely always have residual breathing issues (shortness of breath), fibromyalgia, rheumatoid like joints, iritis and visual problems, brain fog, chronic fatigue, gut issues, and anxiety that is so life altering and depression from all of the above. Only my symptoms and the identical symptoms of over 40,000 women since me, and the fact that the implants grew mold in them visibly after being removed sterile and packaged sterile. They also were less in volume, so some had leaked out. They were 360cc on insert and they had less on explant.